Event description:
Two years postoperatively, the valve was explanted due to thrombus formation. The pt was reported to be non-complaint with coumadinanticoagulation. The valve was replaced with a tissue valve.